Manufacturer narrative:
Per (B)(4) final report: additional information, including x-rays, operative notes, patient details, pre-operative planning documents, the explants and a patient update was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the investigation was very limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, the root cause of the instability and dislocation could not be determined and no further investigation can be conducted. This case is therefore considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of a trinity biolox delta ceramic head after 15 days due to instability and the patient dislocating when sitting.

Manufacturer narrative:
(B)(4) initial report. Additional information, including x-rays, operative notes, patient details, pre-operative planning documents, the explants and a patient outcome has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records shall be identified and reviewed. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Revision of a trinity biolox delta ceramic head after 15 days due to instability.